Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient "hit the corner" of the ins battery she would feel a shock. The patient had great results of the trial, but they never had good results from the implant. An MRI was done and everything was in line and how it should be. No further complications were reported.